Event description:
It was reported that it was very difficult to remove the spring wire guide (swg) as the catheter was retracted. As a result, the swg was critically deformed. There was no medical/surgical intervention used in this case. There was no reported consequence to the pt. There was no reported death. Additional info received on (B)(6) 2010 from arrow (B)(4) stated that this event involved a (B)(6) year old male pt with no further pt info.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one swg was returned (separated into two pieces) for eval. Swg was microscopically examined and physically measured. Piece a contained coil wire only with an intact straight end (proximal) weld attached. Coil wire was opened to expose weld and core wire break. Microscopic exam of proximal weld revealed necking in area of break. A few damaged coils were observed at 1.5 cm from the proximal weld; damage was likely from the use of hemostats or similar instrument. Piece b contained 44.9 cm of core wire, unraveled coil wire, a portion of intact swg with j-tip (distal) weld attached to the end. Four defined kinks were observed in piece b at 2.5, 21.0, 28.0 and 36.5 cm from distal weld. Multiple bends were also observed and j-bend was opened slightly. J-tip weld was intact and exposed, since coiled wire was pulled away from the weld; but remained attached. Returned swg met core length specification, which indicated that there were no missing pieces. Outside diameter of piece b was measured and also met spec. Microscopic exam of the core wire edge revealed it was uneven, indicating it was not cut. IFU for this product warns about possible damage to the swg or risk of severing swg if it is withdrawn against the needle bevel or if excessive force is used in the removal process. It suggests using care and provides instructions when removing swg if resistance is encountered and also suggests taking chest x-ray and seeking further consultation if withdrawal cannot be easily accomplished. A device history record review was performed with no relevant findings. This component is a purchased product. The investigation found no evidence to suggest a mfg related cause. The reported complaint of during removal the swg was critically deformed (separated) was confirmed through visual exam of the returned sample. The potential cause of this issue could not be determined based on the sample eval and info provided.